Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, the first balloon aortic valvuloplasty (bav) performed with the 16 millimeter (mm) balloon did not resolve the annular stenosis resulting in poor dilation of the native valve. After the valve was implanted, the valve was pushed out by the annular stenosis and gradually dislodged. Per the physician, the delivery catheter system (dcs) did not cause the valve to dislodge.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed with a 16 millimeter (mm) balloon however the short diameter of the valve ring was reported to be 22 mm. Calcification was observed in the tricuspid valve and severe aortic stenosis was noted. The valve was deployed to the point of no return and it was reported the valve was suspected to be defectively dilated. The valve was fully released and still appeared defectively dilated. The nose cone was over the opening of the valve and was lifted up by the stenosis of the valve. The valve dislodged. A snare was inserted via the left radial artery and held the valve. A pre-bav was performed with a 20 mm balloon. A second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot#: (B)(6), ubd: 21-feb-2025, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.